Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on (B)(6) 2017. It was reported that they had silenced the alarm for the motor stall but the pump started alarming again. It was believed the pump had a motor stall again. It was noted that they would like to program the pump to off state. The password and directions on how to program to pump off state to permanently disable the pump were provided. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine [24 mg/ml] at a dose of 8.767 mg/day and baclofen [2000 mcg/ml] at a dose of 730.6 mcg/day via an implantable pump for non-malignant pain and cervical/neck. It was reported on (B)(6) 2017 that on (B)(6)2017 the pump status and event logs reported a motor stall occurred that was active and that the patient had sudden increased spasticity. The representative was redirected to follow-up with the hcp to discuss motor stall considerations. Troubleshooting performed included that the pump was read and the error was recognized. The pump was put into minimum rate as actions/interventions taken to resolve the motor stall. It was indicated that the cause had not been determined and that the motor stall and increased spasticity had not been resolved. It was noted that the patient was being scheduled for surgery to have it replaced and that whether or not they return it would be up to the hcp at that time. The weight of the patient at the time of the event was unknown. No further complications were reported.